Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer, who had experienced alarms with consecutive cartridges but not previously with this specific pump, was guided by technical support to use a backup insulin pump while awaiting a replacement pump. Technical support confirmed the customer's shipping address, instructed them on how to put the pump into storage mode, and advised them on the steps to take upon receiving the replacement pump. The original pump was to be returned to tandem using a pre-paid label within 10 days.